Event description:
While using the laparoscopic gyrus lyons dissecting forceps instrument, the jaw broke off the dissector and needed to be retrieved by the physician from the patient's abdominal cavity.